Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found the unit to be operating according to specification. Upon arrival the technician learned that the employee was not wearing proper ppe, specifically gloves, during the time of the reported event as stated in the operator manual. The century sterilizer operator manual states (1-1), "warning - burn hazard: sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load." The operator manual further states (1-1), "warning - burn hazard: steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. A steris service technician counseled the user facility personnel on the proper use and operation of the century sterilizer, specifically wearing proper ppe and standing back from the sterilizer when opening the door. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a steam burn on their hand while opening their 16" century steam sterilizer. Medical treatment was administered (ice pack).